Event description:
This case was reported by a lawyer, via a tolling agreement, and described the occurrence of neurological injuries in a female pt who rec'd super poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental) at unk dosing. At an unk time after starting super poligrip, the pt experienced neurological injuries due to the ingestion of super poligrip. At the time of reporting, the outcome of the event was unk. F/u information was rec'd on (B)(6) 2010 via medical records. On (B)(6) 2009, the pt's active problems included disturbance of gait, dizziness, hypertension, hypochromic/microcytic anemia, peripheral neuropathy, and vitamin b12 deficiency. The pt had a three month history of difficulty walking (since approx (B)(6) 2009). This problem was continually present and had gradually been getting worse. The pt had difficulty standing for prolonged periods of time, took short steps and leaned forward while he walked, had mild tremors at rest, and complained of "burning" in his feet at the ankle level and tingling in the fingers bilaterally. The pt started b12 shots approx two weeks prior ((B)(6) 2009). On (B)(6) 2009, the pt had started on topamax for symptomatic relief, but the pt became argumentative when taking 50 mg daily. Topamax was discontinued and the pt's symptoms improved. The pt had nerve conduction studies on (B)(6) 2009, which showed a large fiber sensory motor polyneuropathy, moderate in severity. The pt was started on neurontin. On (B)(6) 2010, the pt continued to be seen for multifactorial gait disorder, felt to be predominantly due to deconditioning and neuropathy. The pt had continued to engage in her exercise routine and was now able to walk better than she had in some time. The pt felt her neuropathy was doing somewhat better. The pt continued to receive b12 supplementation from her primary care physician. The pt complained of a dry mouth, but noted a decrease in the paresthesias in her feet. On (B)(6) 2010, copper level was 9 (normal 70 to 175 mcg/dl) and ceruloplasmin level was 3 (normal 18 to 53 mg/dl). On (B)(6) 2010, a 24 hour urine zinc level as 1506 (normal 100 to 1200 mcg/24 hours). On (B)(6) 2010, the pt had developed some additional discomfort in her hands and feet. The pt had a zinc level of 136 (upper limit of normal 130), a low serum copper, a low ceruloplasmin, and a low b6. The physician told the pt of the use of zinc coming into question with adhesives. The physician informed the pt to remove all known sources of zinc exposure. On (B)(6) 2010, zinc level was 69 (normal 60 to 130 mcg/dl), copper level was 83 (normal 70 to 175 mcg/dl), and ceruloplasmin level was 25 (normal 18 to 53 mg/dl). On (B)(6) 2010, the pt was to avoid products such as denture adhesives, due to the question of whether or not they might have caused her problems. The pt's gait had improved. The pt was instructed to cut her b6 dosage in half. She continued her neurontin. The physician believed the tremor was an enhanced physiologic tremor or essential tremor. The physician believed the underlying tremor the pt had was being worsened by the emotional distress of her husband's current medical condition. The pt was started on a very low dose klonopin. On (B)(6) 2010, the pt's husband of (B)(6) had passed away. The pt felt that her legs were stronger and the tremor was better. On (B)(6) 2010, the pt continued to walk 15 minutes a day with no great difficulty. The pt was able to come off klonopin and no longer had tremors. The physician felt the tremors were related to the intense emotional distress related to the pt's husband's illness and death.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-000xx. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).